Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to sorc for evaluation. Sorc checked the subject device and found the reported phenomenon. As a result of the evaluation, the following was confirmed. -the ccd unit and the camera cable were flooded. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the image was not displayed because the electronic circuit was destroyed by the flooding of the ccd unit and camera cable. The exact cause of the flooding of the ccd unit and the camera cable could not be conclusively determined. If additional information becomes available, this report will be supplemented.